Event description:
It was reported that during a peripheral stenting treatment procedure stent migration occurred. The target lesion was a 20x40 area of roughly 40% narrowed arterial compression in the left iliac vein. While attempting to deploy a 20x40/10fr 100cm wallstent uni plus stent, the physician noted that the device was not "flowering" to the adequate size. The stent was exchanged for a 22x35/10fr 100cm wallstent uni plus stent that did not appear to deploy. The 22x35/10fr 100cm wallstent uni plus stent was exchanged and the original 20x40/10fr 100cm wallstent uni plus stent was readvanced. The stent appeared to be taking better shape, so the physician decided to deploy the stent, resulting in adequate lesion coverage. A 12mm non-bsc balloon was advanced and inflated at low pressures. The wallstent did not appear adequately apposed. A 18x40 xxl balloon was selected and while inserting the balloon, the wallstent migrated 2cm into the vena cava, jailing the right iliac vein and no longer covering the target area of vessel compression. The stent was positioned further north into the inferior vena cava and dilated to the maximum stent diameter. The original area of vessel compression was left untreated. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).